Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed events consistent with driveline damage; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captured multiple low speed and motor stopped events on 04oct2025, between 09:29:51 and 13:02:57. These events occurred while operating on battery power and were associated with low speed advisory, low speed hazard, low speed operation, low flow hazard, and motor stopped alarms. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. Heartmate ii left ventricular assist system, serial number (B)(6) , was not returned for evaluation the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was said the patient was admitted to the hospital on (B)(6) 2025 due to experiencing symptoms related to phase-to-phase issues.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files, of the patient implanted with a heartmate 2, were submitted for evaluation. Phase-to-phase symptoms were recorded. The patient was noted to have low speed advisory and pump off alarms. The patient reported this while they were on batteries. Patient was intended to be admitted and placed on an ungrounded cable. The patient was said to have a history of extensive external driveline damage and rescue tape reinforcement. The log files showed indications of a phase-to-phase short on (B)(6) 2025. Pump stop events and speed reductions were confirmed to be recorded while connected to battery power. The patient was reported to be symptomatic during the pump stops with blurred vision and dizziness during the episodes. On (B)(6) 2025 it was reported that the patient's pump stopped 10 times the night before. They went in for a heartmate 3 that night on (B)(6) 2025. The patient was recovering post-pump exchange.